Event description:
It was reported the patient never had success with the device and never got instructions on the device. The patient stated "when the system stops and she attempts to charge battery she has wet herself." It was noted the patient felt like they never learned how to properly use their device. It was noted the patient "charges it" and has to turn it off because it is too strong. The patient stated they did turn it off sometimes and they had it on a very low charge and had to turn it off because their heart rate went way up and they almost collapsed. It was noted the patient got up and turned it off and this episode was 2-3 weeks prior to report. It was stated for a few day it was better than it would start when they couldn't get to the bathroom fast enough. It was noted the patient was living like before the implant. Additional information received later on (B)(6) 2015 indicated that patient has the warning screen to change the aaa batteries presently. It was noted that battery was changed on the programmer and was back on and running. The patient was not being able to adjust stimulation. The patient was on program 2 at 1.9v with lightning bolt. It was noted that patient could not feel the stimulation. It was noted that when patient pushed the plus key to increase the stimulation she was getting the warning screen to change the aaa pt programmer batteries. It was indicated that the set of batteries that patient had in their programmer was dead. The patient stated evidently it was not working and stated she had been sick with the device since (B)(6) 2014. The patient was on and off ill. It was noted that patient went to the health care provider a week prior to this call. It was indicated that 5 to 4 days prior patient was okay but 3 days prior to call patient was sick all day and better the next day and was sick again a day prior to this call. The patient stated that she felt terrible like she has a bladder infection but did not have one. It was noted that patient was tested for urine infection 6 days prior to this call at the health care provider's office because of being sick a week prior to call and better a couple days later. The patient stated that she felt the device was causing her to be sick. The patient blood checks out good and went to her heart health care provider and was told everything was fine. The patient stated she got up this morning and took her medicine about 4 a.m. And she has been back and forth to the bathroom at least ten times by 7 a.m. It was later indicated that patient bought new batteries and was assisted while on the phone. The patient was able to get the patient programmer on after changing aaa batteries and was on program 2 at1.9v with lightning bolt then able to synch up her settings. The patient increased her stimulation up and up and was not feeling the stimulation. Additional information received a day later indicated that after increasing stimulation patient felt different in a good way for the first time in 8-9 months since she turned it up and felt better. The patient increased up to 4.0v and was able to keep it at that setting for five minutes after getting to the 4.0v setting and felt the stimulation. The patient was on program 2 at 4.0v with lightning bolt. Additional information received on (B)(6) 2015, stated that patient had not turned up the stim for 2 years. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va04a8q, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the health care professional contacted the rep, some programming was done and the therapy was working again.